Event description:
The atropine sulfate injection, usp 1 mg/10 ml single-dose syringe from accord (ndc 16729-484-03) potentially appears to not be compatible with the ICU medical clave connector (ref. 11956) for administration of the medication. One feature of the syringe is that the luer lock is removable from the syringe, allowing the syringe to become a plain tip syringe. Because the luer lock is mobile, along the tip end of the syringe hub, there is potential for the tip end to be shortened if the luer lock is not pushed back far enough. A shortened tip end is not able to fully depress the flange in the ICU medical clave? Connector downward to allow the fluid to pass through the port. The result is the atropine sulfate injection, usp 1 mg/10 ml single-dose syringe from accord (ndc 16729-484-03) potentially not being compatible with the ICU medical clave? Connector for medication administration.